Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined. It was reported that the patient expired on (B)(6) 2020. The cause of expiration was not and will not be provided by the center. The device worked as expected and the outcome was not device-related. The device will not be returned. No alarms were reported for this event. Heartmate 3 lvas, serial number (B)(4) was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped via customer order (B)(4). The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. The cause of death was not provided. No autopsy was requested, and the pump was not explanted.